Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
A nurse in a hospital-acute care service has just reported the breakage of the tubing of a pleurx drainage kit during handling. Indeed, the tubing would have come loose from the jar during the drainage. The tubing was disconnected during drainage. The access port on the vial was properly connected to the catheter. The clamp was closed properly. The catheter was located in the chest. Unfortunately, there was no photograph taken of the incident and the device is no longer available. As a result, the drainage was stopped sooner than expected.

Event description:
A nurse in a hospital-acute care service has just reported the breakage of the tubing of a pleurx drainage kit during handling. Indeed, the tubing would have come loose from the jar during the drainage. The tubing was disconnected during drainage. The access port on the vial was properly connected to the catheter. The clamp was closed properly. The catheter was located in the chest. Unfortunately, there was no photograph taken of the incident and the device is no longer available. As a result, the drainage was stopped sooner than expected.

Manufacturer narrative:
Pr 4516238 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001409908 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here.